Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing sequence. The customer's blood glucose 173 mg/dl. The customer changed the cartridge prior to troubleshooting with tandem technical support to resolve the issue.